Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion and displacement tests. Device was unable to prime during prime test due to faulty force sensor resistor. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer's mother reported that the customer was experiencing high blood glucose of 400 mg/dl. The customer changed the set and had been treating with the insulin pump but blood glucose remained high. The customer had not received any alarms. Mother stated the customer would revert to manual injections and requested the device to be replaced. The insulin pump was replaced for a loaner insulin pump and returned for analysis and mother would start the device upgrade process.